Event description:
It was reported that the patient had a "click/catch" experienced when at maximum flexion post-operative. The decision was made by the surgeon to revise the radial stem components' position in the radius. The patient had a decades-old malunion of a distal radius fracture, and the original placement of radial components was commensurate to the healed anatomy.